Event description:
It was reported the patient experiences pain at the ipg site. The patient stated she is currently not using her scs system (reference MFR report: 1627487-2013-10270). The patient was advised to consult with her physician.

Manufacturer narrative:
Correction/removal number:1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.